Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va0vvkr, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead .correction: additional information received indicates that the correct mfg. Site ID is (B)(4) and section has also been updated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The main component of the system and other applicable components are: product ID: 3389-40, lot# 0211433701, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Manufacturer narrative:
It is noted the device explant date was updated below: product ID 3389s-40, lot# va0vvkr, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information received via a representative reported the electrode was explanted. A new lead was replaced in the patient. The resistance was normal and the patient's current status was "well."

Manufacturer narrative:
This file contained information that was identified as being a duplicate event with report number 3007566237-2017-00704. All further information will be submitted under this report rather than report number 3007566237-2017-00704. Information references the main component of the system, other applicable components are: product ID 3389s-40, lot# va0vvkr, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Upon review of the information that was merged into this report, it was determined that device code (B)(4) no longer applies as device code (B)(4) was determined to be more appropriate.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the resistance was too high and the patient's symptom control was not ideal. It was then stated that "after filming, the electrode was found to be broken". The patient did not want to replace the electrode at that time. It is unknown when the high resistances were discovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the electrode was found to be broken on (B)(6) 2017.

Manufacturer narrative:
Analysis of the lead kit 3389-40 quad dbs .5mm sp 40cm (lot # 0211433701) confirmed the allegation. It was found that all conductors were cut/segmented 9.2cm from the distal ends, and that all conductors were broken 2.9cm from the proximal end of the lead. Furthermore, all conductors intermittently shorted in the proximal segment and were crushed in multiple locations along the proximal segment.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3389s lot# unknown serial# implanted: (B)(6) 2015 explanted: product type lead.(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted on (B)(6) 2015. Recently, it was discovered that there was a resistance anomaly, there was no symptom control, and an electrode was fractured; an x-ray was performed. It was stated a replacement surgery was planned for after the spring festival.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the electrode fracture was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.